Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) at l4-5 due to lumbar spondylolisthesis. Post-op, infection occurred. The re-operation was performed for screw removal but the spacer was indwelled without being removed. Excision, washing and the vac therapy (negative pressure wound therapy) was performed to the tissue where infection was suspected.